Event description:
It was reported that, "the arthroplasty was revised due to infection. The acetabular components and femoral head and stem were revised. The components were implanted in situ for 1.25 y. The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 5."

Manufacturer narrative:
The following other hip devices were also listed in this report: primary tritanium hemi solidback cup 54 mm: cat#: 500.0354e, lot# mhalpe. Delta v-40 ceramic head 36/0: cat#: 6570-0-136, lot# 29370104. It cannot be determined which, if any of these device may have caused or contributed to the pt's infection. An eval of the device cannot be performed. Devices were retained at drexel implant research center. Medical records ans x-rays were not provided to stryker for review due to irb restrictions at reporter's institution. If add'l info becomes available, it will be submitted in a supplemental report.